Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a left atypical flutter ablation procedure. During the procedure the irrigation tubing on the catheter broke. It was further reported the procedure was completed with a second intellanav mifi oi, and the patient left with sinus rhythm, without any inducible arrhythmia.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a left atypical flutter ablation procedure. During the procedure the irrigation tubing on the catheter broke. No patient complications were reported.

Manufacturer narrative:
The returned device was reported for the irrigation connector breaking during the procedure. Visual inspection of the returned catheter revealed the connection between the luer and irrigation tubing is broken and detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/IFU.

Event description:
It was reported that a intellanav mifi open-irrigated ablation catheter was used in a left atypical flutter ablation procedure. During the procedure the irrigation tubing on the catheter broke. It was further reported the procedure was completed with a second intellanav mifi oi, and the patient left with sinus rhythm, without any inducible arrhythmia.